Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot: 9599745. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure, the 4.5mm x 22mm enterprise® vascular reconstruction device (enc452212 / 9599745) was impeded in the hub of the concomitant 150cm x 5cm prowler select plus microcatheter (606s255x / 31328292) and could not be advanced further. The physician retracted only the stent and replaced the microcatheter with another 150cm x 5cm prowler select plus microcatheter (606s255x) from lot: 31557196 and delivered the original stent, but the stent was impeded in the middle section of the second microcatheter. The physician removed the second microcatheter and the stent from the patient and replaced both devices to complete the procedure. There was no report of any negative patient impact. On 19-oct-2025, additional information was received. The information confirmed that the procedure was a stent-assisted embolization targeting the middle cerebral artery (mca). An adequate continuous flush was maintained through the microcatheter. When the stent was removed from the patient, it was still on the delivery wire. The stent / stent delivery system did not appear damaged when the device was removed. There was no damage noted on the concomitant 150cm x 5cm prowler select plus microcatheter. Per the information the replacement devices were another 4.5mm x 22mm enterprise® vascular reconstruction device (enc452212) and another 150cm x 5cm prowler select plus microcatheter (606s255x). There was no negative patient impact and no clinically significant delay in the procedure due the reported issue.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 10-nov-2025. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 4.5mm x 22mm enterprise® vascular reconstruction device was received contained in the decontamination pouch. Visual inspection was performed. No appearance of damage was observed. A functional test was performed. The enterprise system was connected to a lab sample microcatheter, and it was flushed. When attempting to advance the stent through the luer hub of the microcatheter, high resistance was met. Inspection under the microscope revealed that the core wire of the delivery wire was separated from the positioning coil, disengaging the stent from the delivery wire. The reported issue in the complaint regarding the impeded condition of the stent is confirmed based on the damage on the delivery wire. This damage suggests that the delivery wire was pushed or retracted against resistance sufficiently to cause the delivery wire to break. The disengaged condition of the stent suggests that it was inadvertently moved during the attempts to advance or retract the stent in the microcatheter, which could have increased the friction between enterprise system and microcatheter. There is no indication that the issue reported in the complaint is a result of a defect inherently related to the device. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9599745. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instruction for use (IFU) does contain the following caution and recommendations: if resistance is met during manipulation, determine the cause of resistance before proceeding. Do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.